Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal a tampon unraveled and pulled apart into pieces. She experienced flu like symptoms, itchy vaginal irritation with unusual discharge and odor. She was unsure if pieces of tampon still remain inside.